Event description:
A pharmacy error was reported. The last time the pt was filled there was an error in the concentration and he was filled with 25 mcg/ml of fentanyl at 9.9 mcg/day. The pt experienced unspecified withdrawal symptoms and returned to the clinic to be refilled with 25 mg/ml at 9.0 mg/day. The new dose was confirmed and instructions were given to the pt's father in case of overdose symptoms that could occur related to the significant dosage change; 9.9 micrograms versus 9.0 milligrams. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).